Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the following reported events of type 2 endoleak with coiling of ima due to the lack of current and relative medical imaging/ records there was no device related issue involving the type ii endoleak, the cautionary product use condition, patent inferior mesenteric artery, likely contributed to the procedure-related harm: type ii endoleak. The final patient disposition was reported as stable. There have been no additional patient sequelae reported. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was initially implanted with a bifurcated stent, a suprarenal extension and a limb extension. On (B)(6) 2017 an endoleak was discovered. On (B)(6) 2017, the physician determined the endoleak as a type ii. The physician elected to coil the ima to resolve the reported event. The patient was reported as stable. There have been no additional patient sequelae reported.